Manufacturer narrative:
Concomitant medical product: d33vrg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) to cardiac resynchronization therapy defibrillator (crt-d) upgrade procedure, vein occlusion was noted. The chronic right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.